Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.(B)(4). The patient has multiple leads and it is unclear which had the issue. Refer to regulatory report #6000153-2016-00668 for information on the patient's concomitant lead.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported there was a loss of stimulation. When asked what led to the event, the patient reported that for a time she would get "shocks" and then the therapy was lost altogether. An impedance check was run and it revealed that electrodes 1, 2, 3, 4, 5, and 7 were open. Using contact 0 as the reference, contacts 1, 2, 3, 4, 5, and 7 showed impedances >10,000 ohms and all other contacts were between 731 and 1059 ohms. The rep programmed the patient with the other lead and the two open electrodes and was able to give her satisfactory coverage and the patient left happy. Surgical intervention did not occur and was not planned at the time of this report. If additional information is received, a follow-up report will be sent. Please see manufacturer report #6000153-2016-00668 for information on the patient's concomitant lead.